Manufacturer narrative:
Although there were reportedly no impact to the patient, the event description indicates that some blood loss did occur. The amount of blood loss was less than 50cc. The actual device has been received but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the rsb403 device during a procedure. Follow-up communication from the user facility reported the following information: (the valve is leaking; blood loss was less than 50cc; the procedure was completed; and there was no reported issues with the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00107 to provide the sample evaluation results. The actual device was not available but an unused unopened sample from the same part/lot # combination was returned to the manufacturing facility for evaluation. A visual examination of the sample confirmed there were no visual defects. In addition, functional testing confirmed the product met manufacturing specification. Leakage testing revealed no leakage of the device. An evaluation of the retention sample from the reported lot as well as the surrounding lots manufactured was conducted. There were no visual anomalies noted during the visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot # combination confirmed there were no production related problems. A search of the complaint files confirmed there have been no similar reports for the reported part/lot combination. The investigation results verified that the samples were normal product with no anomalies which would lead to the reported leak. The exact cause cannot be determined and there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00107 to provide the sample evaluation results.